Event description:
A nurse in a medical facility was bent over near the examination table. The table suddenly tipped backward hitting the nurse in the head. The nurse was sent to have a CT scan by the doctor as a precautionary measure. There were no serious injuries. Note: this report is being submitted late. An evaluation of past complaints revealed that this event was reportable and should have been submitted when received.

Manufacturer narrative:
The scissor mechanism that raises and lowers that table was only welded on one side. This allowed the mechanism to shift over time in use and eventually fail. This allowed the table top to tip backward. The nurse was bent over near the table when it failed and the nurse was hit by the tipping table. The root cause of the problem is the missing weld. This is considered an isolated incident. The table was replaced. The failed table was returned to midmark and evaluated by quality and manufacturing. A preventive action was implemented at the welding operation to prevent any future missed welds. There are no other reports related to this type of failure.